Event description:
A report was received that a pt was experiencing pain in the center of her back and was running a fever. The pt also could not lift up her arm. The pt was admitted to the hospital as the physician feels that the pt has an infection. The pt was treated with IV antibiotics. The pt is no longer experiencing any symptoms and is reportedly doing well.